Event description:
This event was captured based on literature review. "Endovascular treatment of abdominal aortic aneurysms involving iliac bifurcation: role of iliac branch graft device in prevention of buttock claudication." It was reported that a retrospective data analysis was performed on nine consecutive patients that underwent iliac branch grafts implantation from (B)(6) 2009 to (B)(6) 2010. Closure of all nine patients' access arteries was performed using a prostar xl 10f vascular surgical system. Regarding access arteries, two of the nine patients required surgical cutdown due to device failure. Hemostasis could not be achieved with manual compression. The artery was manually compressed for surgical exposure, and then repaired with primary suturing. No additional information was provided.

Manufacturer narrative:
(B)(4). The devices are not returning for evaluation; therefore, a failure analysis of the complaint devices cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Age is estimated as it was reported that the mean age of the patients was 71 years. All patients in the study were reported to be male. Date of event, relevant tests, and therapy date estimated as it was reported the procedures occurred between (B)(6) 2009 and (B)(6) 2010. ((B)(6) 2009) the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.